Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the keypad buttons on their device were hypersensitive to inputs. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 10/23/2013 -device evaluation: the pump has been returned and evaluated by product analysis on 10/11/2013 with the following findings: the keypad was torn over the up arrow button and the down arrow button was hypersensitive. The contrast button responded to presses intermittently, but all other buttons responded to presses appropriately. The keypad was removed and down arrow button contacts was misaligned. Additionally, contamination was found under all button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.